Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. The reported clinical observations were confirmed by the analysis results. B5: describe event or problem - updated. H6: device codes- updated.

Event description:
It was reported that the sheath valve was leaking. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The patient was cardioverted, and afterwards it was noticed that the valve of sheath was leaking. The sheath was used to complete the procedure despite the issue. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory. It was further reported that air was seen when aspirating the sheath, but air was not seen in the patient. A transducer was used as the method of irrigation. The patient was in atrial fibrillation at the ned of the procedure and the physician wanted to cardiovert them back into sinus.

Event description:
It was reported that the sheath valve was leaking. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation a faradrive sheath was used. The patient was cardioverted, and afterwards it was noticed that the valve of sheath was leaking. The sheath was used to complete the procedure despite the issue. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.